Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning was triggered, and the pacing impedance of the patient's bipolar atrial lead had decreased from 700 ohms to 344 ohms and that the unipolar impedance was higher than the bipolar impedance. The lead is still in use. There were no patient complications reported as a result of this event.